Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was connected to wall air. The customer also reported that the patient remained on the driver. There was no adverse patient impact. This alleged failure mode poses a low risk to the patient, because it did not prevent the companion 2 driver from performing its' life-sustaining functions. An investigation will be conducted by syncardia. The results will be provided in a supplemental MDR.